Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). The device has not been returned to carefusion.

Event description:
The customer reported that the revel ventilator was being hooked up in the transport vehicle and the pigtail got hot and has discoloration. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.

Manufacturer narrative:
Results of investigation: carefusion certified service technician was unable to verify the customer's reported issue. Model palmtop ventilator revel passed all testing and met all carefusion manufacturer specifications.